Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent a cardiac ablation procedure with a thermocool smarttouch sf catheter and the patient experienced av heart block that is reported to be treated in 7 days with a pacemaker. The report indicated that during an ablation in the "left atrium" with a thermocool smarttouch sf catheter there was av block. The ablation was 29.5mm aways from the his position. The hypothesis of the physician is that the atrial input of the fast pathway was damaged. However, he cannot explain how it could be damaged from a position that is far away from where these cells are supposed to be. The patient will receive a pacemaker in 7 days. The physician does not believe that the complication was related to j&j products. Prior to this procedure, the patient has had a senning procedure. The senning operation is an atrial switch procedure used to correct transposition of the great arteries by creating an internal baffle, using the patient¿s own atrial tissue, to redirect blood flow at the atrial level. It reroutes systemic venous blood to the left ventricle and pulmonary venous blood to the right ventricle, allowing the right ventricle to pump to the body. Therefore, in this patient the "right atrium" is connected to the mitral valve and the "left atrium" is connected to the tricuspid valve.

Manufacturer narrative:
On 16-mar-2026, additional information was received indicating the date of event was (B)(6) 2026. The patient required prolonged hospitalization of a few days longer and was implanted with a pacemaker. Patient status was reported as recovered. The physician's opinion on the cause of the adverse event was that the av- block was related to the special anatomy after senning operation. The senning procedure is an atrial switch procedure used to correct transposition of the great arteries by creating an internal baffle, using the patient¿s own atrial tissue, to redirect blood flow at the atrial level. It reroutes systemic venous blood to the left ventricle and pulmonary venous blood to the right ventricle, allowing the right ventricle to pump to the body. Therefore, in this patient the "right atrium" is connected to the mitral valve and the "left atrium" is connected to the tricuspid valve. This can happen and is neither a fault of carto nor of the operator. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).